Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio pro meter read inaccurately high compared to a lab test. The patient reported blood glucose results of "110 mg/dl" with a lifescan meter and "74 mg/dl" on a laboratory device, performed within 30 minutes of each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient did not allege any harm or injury because of the reported issue. The meter and test strips were replaced. The test strips were returned to lifescan on (B)(6) 2012 and evaluted by product analysis on (B)(6) 2012 with the following findings: the test strips were evaluated and the alleged issue was not confirmed. However, a secondary issue was found with the test strip where "er4" was observed with control solution testing. The meter has also been returned to lifescan. However, at this time the evaluation of the meter has not been completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 2/10/2012 with the following findings: the meter has passed testing with no faults found after the battery was replaced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.